Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On 12/12/2023, it was reported by the parent that the pediatric patient wound up in the hospital because the ketones were high even though her numbers were low. There was no documentation of cgm egv or bg for the episode. Patient symptoms were not specified. Treatment of ketones while in the hospital was not specified. The parent was reportedly aggravated and declined to provide further details about the episode. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. B1: adverse event and/or product problem- additional b2: outcomes attributed to adverse event- additional b5: describe event or problem- correction g3: date received by mfg- correction h2: additional information/correction h6: health effect impact code- additional.

Manufacturer narrative:
(B)(4).

Event description:
Parent reported inaccurate cgm values. The sensor was inserted into the arm, which is off-label usage of the device. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid.